Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the patient is shown. The lf1837 is not shown in the video. Functional testing found that without receiving the device, a detail investigation could not be performed for the reported complaint. It was reported that the device was not sealing completely. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve procedure, the device had partial/inadequate sealing. There was evidence of energy delivery and end tones were heard but regrasp alert or error during cycle. Jaws cleaned after each use. The entire greater curvature of the stomach was sealed, and in the short gastric vessels, after the sealing and cutting, the seal line begun to bleed, used clips to stop the bleeding. Bleeding was less than 250cc, no blood transfusion required. Another handpiece worked fine with the same generator. Video was submitted showing inadequate seal on a bleeding vessel.